Event description:
It was reported that the secondary medication infusing into the primary container. A partially used 250 ml normal saline flush bag (bd alaris pump infusion set ref 2420-0007, changed every 24 hours) was in use at the time of the event. A 50 ml antibiotic was set up as a secondary infusion using a medline secondary IV set (ref dyndta1540). Event IV sets were discarded, but the clinician provided examples of the IV sets that were used. After attaching the secondary set and backpriming, the infusion was started. The clinician observed the secondary infusing into the primary container. The infusion was stopped, and a second clinician confirmed the observation. Pharmacy also assessed the setup but was unable to determine the cause. The pump module and all IV components were removed from use, and a work order was initiated for the pump module. A new pump module and complete IV setup were used to administer the replacement antibiotic, which infused without issue. This was reported to bd representatives during site visit. There was no patient harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.